Manufacturer narrative:
Analysis confirmed that the holder was loose. The cause was traced back to improper assembly or maintenance of device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a flex arm device used for spinal therapy. It was reported that the handle has looseness. No further complications were reported regarding the event. Update: procedure: med there were no symptoms or complications reported.